Event description:
The pump was returned for investigation. Evaluation revealed that there was a faded display and battery compartment crack. This report is made based on results of investigation completed on 12/08/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/08/2014 with the following findings: evaluation revealed a faded display screen. The battery compartment was cracked below the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).